Event description:
The customer reported elevated troponin I (accutni) results, for four patients, involving access 2 immunoassay system. This report refers to patient number two. The elevated result was within the risk stratification. Subsequent testing produced lower results, within the normal reference interval. The elevated result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012. The fse verified system hardware by performing passing foam/ no foam service assay within specifications. The fse did not perform any hardware repairs. No issues were noted. The unit conformed to the manufacturer's published performance specifications. The customer has a standard laboratory protocol to retest flagged troponin results on the same unit. If the results are non-reproducible, the laboratory is to aliquot, recentrifuge, and retest on an alternate access 2 immunoassay system. All related medwatch reports: 2122870-2012-00250, 2122870-2012-00251, 2122870-2012-00252, 2122870-2012-00253.